Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased pacing lead impedance measurements and intermittent loss of capture was observed on the rv lead. Rv lead fracture is suspected. Patient was asymptomatic. It is noted that the patient is dependent. Lead was capped and replaced on (B)(6) 2016. Patient was doing well post-procedure.